Event description:
On (B)(6), 2010, the nurse called the technical service representative to report a check drain line alarm during drain 6 of 6 and mentioned the patient is in the hospital for peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. This is an unknown product therefore a 510k number has not been submitted. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported condition. The root cause investigation is in progress. Based on the information obtained during baxter's investigation, the cause of this incident was unknown.